Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for device check when high, out of range hv lead impedance was observed. There were no other anomalies noted. There were no adverse events and patient monitoring will continue.